Event description:
It was reported that the tablet device was showing an ¿unable to open port¿ error message. The issue would eventually resolve. The issue continued and was no longer able to be resolved. A replacement serial cable was provided and the issues resolved. The suspect serial cable was returned to the manufacturer for analysis. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.